Event description:
It was reported that during a routine device change out, a single beat of loss of capture on the ventricular channel through the psa was observed. Threshold was retested and was found to be normal. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).